Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and it exhibited high thresholds. The rv lead remains in use. It was also reported that the right atrial (ra) lead exhibited oversensing and double sensing. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.